Event description:
It was reported that the customer was taken to the emergency room (ER) via ambulance and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 756 mg/dl and high ketone levels of 8 mmol/l. The customer was treated with intravenous insulin. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete, due to not charging the battery, and the pump subsequently shut off. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.